Event description:
Caller reported an issue with incorrect pump time settings, which was greater than a 5-minute discrepancy. Blood glucose levels remained within normal range, with no readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised monitoring the situation, with the caller acknowledging and understanding the guidance.